Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture. Both leads were confirmed dislodged through x-ray. The leads were repositioned successfully the following day. During the revision procedure successful defibrillation threshold (dft) testing was performed. Post shock delivery oversensing was noted with pacing inhibition that resulted in six seconds of asystole. Boston scientific technical services (ts) was consulted and stated that air bubbles might have caused the oversensing. Additional information indicated that oversensing was transient consistent with air bubbles and no further action was taken. The field representative will continue to monitor patient. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.